Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm was noted. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a no delivery alarms on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient said that they changed set and reservoir, also battery has been changed. The customer stated that the insulin pump even alarms no delivery when patient is not connected. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned the device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.